Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle acetabular reamers dull and not operating efficiently. Reamers will be returned after replacements arrive at hospital. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. ------------------------------------------------------------------- johnson & johnson canada reported pinnacle acetabular reamers dull and not operating efficiently. Reamers will be returned after replacements arrive at hospital. The instrument associated with this report was not returned. Requests for additional investigative information were made,however, no additional information was received. A search of the complaint database found similar reports and the root cause was attributed to heavy usage and wear out. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. --------------------------------------------------------------------------------------------- re-opened as product was received in on 2 aug 2019 examination of the returned instrument confirmed the complaint of dullness. The complaint sample consisted of (1) 244000548- quickset ace grater head 48mm date code a1109 the date code a1109 indicates that this device was manufactured in nov 2009 and is over 10 years old. A search of the complaint database found similar reports and the root cause was attributed to heavy usage and wear out based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under sep 419 post market surveillance.